Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2018-70359). 1818910-2019-107643 is being retracted as it is a report duplication.original MFR-( 1818910-2018-70359) will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 12 september 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total right knee arthroplasty due to osteoarthritis to the right knee, and pain. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a right knee revision due to stiffness and pain. There were no complaints against the femoral component, though it was revised. There were no complaints against the tibial component, though it was revised. There were no complaints against the patella, it is unknown if the patella was revised. The surgeon reported no intraoperative complications. The patient was implanted with a competitor system. Note: off label stem was implanted in the revision. Doi: (B)(6) 2017. Dor: (B)(6) 2018, (rt knee).